Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed') and salpingitis ('my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), noninfective oophoritis ("my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed"), abdominal pain upper ("I went to hospital due to severe pain in my stomach and back"), back pain ("I went to hospital due to severe pain in my stomach and back"), vomiting ("I'd been vomiting"), uterine polyp ("I've got a 2 cm polyp in my uterus"), vaginal infection ("I've got a vaginal infection which has lasted over a month due to inflammation"), nausea ("nausea"), catheter site haemorrhage ("they left me with bleeding from where they removed the catheter") and vaginal disorder ("vaginosis"). At the time of the report, the uterine inflammation, salpingitis, noninfective oophoritis, abdominal pain upper, back pain, vomiting, uterine polyp, vaginal infection, nausea, catheter site haemorrhage and vaginal disorder outcome was unknown. The reporter considered abdominal pain upper, back pain, catheter site haemorrhage, nausea, noninfective oophoritis, salpingitis, uterine inflammation, uterine polyp, vaginal disorder, vaginal infection and vomiting to be related to essure. Concerning the injuries reported in this case the following were reported via social media- abdominal pain upper, back pain, vomiting, uterine inflammation, salpingitis, noninfective oophoritis, uterine polyp, vaginal infection, nausea, catheter site haemorrhage and vaginal disorder. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis ("my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed"), noninfective oophoritis ("my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed"), abdominal pain upper ("I went to hospital due to severe pain in my stomach and back"), back pain ("I went to hospital due to severe pain in my stomach and back"), vomiting ("I'd been vomiting"), uterine polyp ("I've got a 2 cm polyp in my uterus"), vaginal infection ("I've got a vaginal infection which has lasted over a month due to inflammation"), nausea ("nausea"), catheter site haemorrhage ("they left me with bleeding from where they removed the catheter") and vaginal disorder ("vaginosis"). At the time of the report, the uterine inflammation, salpingitis, noninfective oophoritis, abdominal pain upper, back pain, vomiting, uterine polyp, vaginal infection, nausea, catheter site haemorrhage and vaginal disorder outcome was unknown. The reporter considered abdominal pain upper, back pain, catheter site haemorrhage, nausea, noninfective oophoritis, salpingitis, uterine inflammation, uterine polyp, vaginal disorder, vaginal infection and vomiting to be related to essure. Concerning the injuries reported in this case the following were reported via social media- abdominal pain upper, back pain, vomiting, uterine inflammation, salpingitis, noninfective oophoritis, uterine polyp, vaginal infection, nausea, catheter site haemorrhage and vaginal disorder. Most recent follow-up information incorporated above includes: on 8-jan-2020: social media received. Event added: vaginosis. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed') and salpingitis ('my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), noninfective oophoritis ("my reproductive system was inflamed/ they told me that it was caused by the inflammation of the uterus, fallopian tube and ovaries- my whole reproductive system was inflamed"), abdominal pain upper ("I went to hospital due to severe pain in my stomach and back"), back pain ("I went to hospital due to severe pain in my stomach and back"), vomiting ("I'd been vomiting"), uterine polyp ("I've got a 2 cm polyp in my uterus"), vaginal infection ("I've got a vaginal infection which has lasted over a month due to inflammation"), nausea ("nausea") and catheter site haemorrhage ("they left me with bleeding from where they removed the catheter"). At the time of the report, the uterine inflammation, salpingitis, noninfective oophoritis, abdominal pain upper, back pain, vomiting, uterine polyp, vaginal infection, nausea and catheter site haemorrhage outcome was unknown. The reporter considered abdominal pain upper, back pain, catheter site haemorrhage, nausea, noninfective oophoritis, salpingitis, uterine inflammation, uterine polyp, vaginal infection and vomiting to be related to essure. Concerning the injuries reported in this case the following were reported via social media- abdominal pain upper, back pain, vomiting, uterine inflammation, salpingitis, noninfective oophoritis, uterine polyp, vaginal infection, nausea, catheter site haemorrhage. Most recent follow-up information incorporated above includes: on 19-dec-2019: social media content received : event ¿ adverse event nos¿ was replaced with events given in the sd. Events added- abdominal pain upper, back pain, vomiting, uterine inflammation, salpingitis, noninfective oophoritis, uterine polyp, vaginal infection, nausea, catheter site haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.